Event description:
Cst states strip has 1.5 to 2 in edge with no adhesive.

Manufacturer narrative:
Cst states strip has 1.5 to 2 in edge with no adhesive. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.